Event description:
Event description: the umbilical catheter was found broken in the infant's bed. Both pieces retrieved without any harm to pt. What was the original intended procedure? Umbilical catheter. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.